Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was over 700mg/dl. The customer has been treated with IV insulin drip and fluids. The customer states it took him a long time to receive training on pump and had not put in insulin in the pump since the (B)(6). The customer was advised to contact ccs medical about returning the pump. No further assistance provided at this time.